Event description:
Per oos, this system was removed due to infection and has not been replaced. Setrox s 53, (B) (4), MDR 1028232-2010-00229, lumax 340 dr-t, (B) (4), MDR 1028232-2010-00230.

Event description:
Customer reportedly received results 322 mg/dl and 157 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.